Manufacturer narrative:
(B)(4) - should additional information become available, a supplemental record will be filed.

Event description:
End user left message stating that she received a letter about the joystick recall, advised that they would have to call wsr for the recall, but then mentioned that about 4 years ago, she was going from the living room to the kitchen when she couldn't slow the chair down fast enough and ended up twisting her leg under the kitchen counter, and broke the tibia bone. She was also recovering from heel surgery when this happened, she didn't go to the ER til that night by her husband, she thought it was pain from the surgery. ER stated that night that there was nothing broke, but received a call the next day stating that it was in fact broken.